Manufacturer narrative:
The reported event could not be confirmed as no further information was provided and the zoll catheter in complaint was not returned for investigation. A physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. The catheter lot number was not retrieved and a historical review of related complaints was not performed.

Event description:
The hospital nurse reported that the solex 7 catheter was inserted on the patient's subclavian vein for ivtm treatment without issue. Ivtm was completed (4 day dwell time) and it was noted by the nursing staff (bedside nurse and neuro cns at the site) that the catheter removal appeared to be painful for the patient (due to the fact that they observed the patient grimace). The patient was on propofol and fentanyl (sedation / pain medication) at the time of removal, and appeared to be sedated. Patient x-ray was not performed. The customer denied any other observed complications. The customer reported that they used the syringe to fully deflate the catheter balloon. There were no notable issues observed on the catheter tubings / balloons upon catheter removal. No issue with the catheter removal was reported. No known impact or patient injury was reported due to the observed issue; however, no further information regarding the report of perceived pain experienced by the patient was provided by the customer.